Event description:
A health care professional reported that before surgery noticed that the lens was torn. So, the surgery was completed on the same day with another product without harming the patient.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).